Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements. A boston scientific technical services (ts) recommended that a copy of device memory be preserved and submitted for analysis. Engineering analysis of device data found that a saturated measurement had occurred a few months prior. All other shock impedance measurements remained in normal limits. No adverse patient effects were reported. This lead remains in service.